Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 01151624 case subject: npi 8100 error 242.4030 account name: laredo medical center account #: 1478900 asset name: 8100 pump module 9.1.17.7 asset location: contact: ramiro zapata contact email: ramiro_zapataiii@chs.net contact phone: (956) 796-4805 contact mobile: patient or user involvement: no patient or user harm: no case description: ramiro had error 242.4030 on lvp8100 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I recommended ramiro to replace bezel assy. Ramiro will send unit in for flat fee repair.